Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported pacing issue could not be conclusively determined. (B)(4).

Event description:
The device was pacing as if it was in single chamber v00 mode. The device was reprogrammed to resolve the issue and the patient was stable.